Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A button/power issue was reported with the adc device. The button was unresponsive and customer observed meter would power on and off. The customer was unable to obtain readings and as a result, customer experienced symptoms of hypoglycemia, a loss of consciousness and was unable to self-treat. The customer had contact with a healthcare professional who provided unspecified oral medication as treatment for the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.